Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported the patient experienced a stroke. In turn, they were admitted to the hospital. A CT scan was performed but the results are unknown. It was noted the patient was taking blood thinners at home. While hospitalized, the patient was placed on plavix, aspirin, and lipitor. The patient was later discharged and sent to inpatient rehabilitation. It was noted the event wasn't device or procedure related.